Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient noticed a gradual decrease in vision. Posterior capsular opacification and capsular fibrosis or striae were observed and treated with yag procedure on (B)(6) 2015. The lens vaulted anteriorly approximately 7 months post lens implant and was treated with yag. The lens was ultimately explanted on (B)(6) 2016 and replaced with another model and diopter lens. The surgeon indicated the likely cause of the event was capsular fibrosis. The patient's current status was described as "doing well and happy".

Manufacturer narrative:
Despite multiple attempts to obtain a correct lot/serial number, a correct lot/serial number was not provided and the lens was not returned for evaluation. Therefore, a device history review (DHR) and product evaluation could not be conducted. Based on the information available, the root cause of the reported event could not be determined.